Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported failure. The unit functioned with test balloon. The fse found that the, helium tank was closed. The unit had 300 psi at start of checks. The customer had unit set to external for ECG and blood pressure readings. The unit passed all calibration, functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) generated several augmentation alarms and autofill failure #57. There was no patient involvement and no adverse event was reported.